Event description:
Same case as MFR# 2134265-2009-00464. The event is now reportable based on the analysis approved on 01/28/2009. It was reported that during a coronary drug-eluting stenting (des) treatment procedure, difficulty crossing the lesion occurred. A 2.5x8mm taxus liberte des stent delivery system could not cross the target lesion located in the left anterior descending (lad) artery. The physician attempted to advance a 2.25x12 des sds, but it was also unable to cross the lesion. The physician completed the procedure with a coronary balloon and "quit implanting a stent." There were no patient complications and the patient's current condition is listed as "stable". However, the returned product analysis of the 2.25x12mm taxus stent revealed distal stent damage.

Manufacturer narrative:
A visual and microscopic examination revealed stent damage. The first three rows of struts from the distal edge were misaligned. The analysis also revealed one kink in the hypotube. No other kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined an no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the manufacturing record for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause for this complaint is operation context.